Event description:
The plaintiff has suffered from inter alia, hand dermatitis, hand and body sores, hives, wheezing, difficulty breathing, and runny eyes and nose. In 1999, the plaintiff was diagnosed as being type I latex allertic: the plaintiff is at risk of suffering anaphylactic reactions when there is contact with many different commonly used products which contain the natural latex protein. The plaintiff has suffered severe and irreversible type-I latex alllergy, and is unable to enter a medical or hosp environment where latex proteins permeate the air because this would put the plaintiff at serious risk for an anaphylactic reaction. The plaintiff lives life in constant vigilance for the presence of latex products, avoiding everyday common products and common places. Furthermore, the plaintiff is severely restricted in life as to where to go, and what activities what to do; also, with career, and with family. Plaintiff also finds it difficult to seek medical and dental care, and entering a hosp, for any purpose, is a health hazard. Plaintiff has suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in normal activities. The plaintiff has suffered physical injuries, as well as great despair, and loss of the enjoyment of life; all of which are of a permanent, continuing and life-threatening nature, plus other damages. Furthermore, the plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer the same for an indefinite time in the future. Finally, the plaintiff's spouse, has been deprived of the love, services, advice, companionship and consortium of the plaintiff, and will continue to be deprived of the same to their great detriment for an indefinite period of time in the future.